Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent an unknown ankle procedure on (B)(6) 1016. During the procedure, the suture fractured as the final suture was pulled. Another suture was used to complete the procedure. No additional holes were created to complete the procedure. No further information has been provided.